Event description:
The customer reported that while performing routine monitoring of a pt during vehicle transport, all leads went to flatline. The operator checked all leads and connections with no problems found. About one minute later, the service light came on. The reporter indicated there were no adverse affects to the pt related to device use.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be a shorted capacitor (designator c214) on the system pcb assembly. Proper operation was confirmed after replacing the system pcb assembly and the device was returned to the customer.